Manufacturer narrative:
The pump passed the displacement test however, the pump alarmed pump error 63 during the self test and hardware low level failure alert (variable 3) is found in the downloaded history file due to broken trace at pin 6 (sda) u1 on the keypad assembly. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was giving readings numbness and had battery failed alarm. The customer stated they were able to clear the alarm and able to complete rewind process. Customer performed self test and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.